Event description:
It was reported that during open heart surgery, the sheath on the mac catheter separated at the hub resulting in the loss of blood. A transfusion of one unit of blood was required. There were no add'l complications.